Event description:
The customer contact reported charring on the external case and melting of the ac power cord. The device was returned to the biomedical engineering department with an unsigned noted stating, "states please close lever." No tracking info was provided; therefore, specific patient info, pump programming, or event detail were not available. During a visual inspection at the user facility, it was noted that the external case was charred where the ac power cord exits the back of the device and the plug was melted the wires exposed. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.